Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is not transmitting data. The usb port is broken. There was no report of patient involvement during the event.